Event description:
It was reported that the external pulse generator did not continue pacing for the expected amount of time when the battery was removed. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).